Event description:
Additional info - rec'd capture study source docs stating in part "pt with a history of diabetes, hypertension, coronary artery disease with bypass graft, dyslipidemia, & lung cancer. There is a current history of pneumonia and being treated with meds. Pt began to have syncopal episodes in the late 2004. Pt diagnosesis was "tia". There is also mention of intermittent dysarthria, as well as clumsiness on the left side. Physician believes that the left-sided weakness and paresthesias are relatively older, although he cannot tell me when they began. During evaluation, pt was placed on heparin when pt had a carotid duplex and subsequent mr angiogram suggested significant stenosis of both internal carotid arteries. No apparent significant extracranial vertebrobasilar occlusive disease making the left internal coronary artery only symptomatic tight stenosis here.

Event description:
It was reported that during hospitalized, post procedure (two (2) stents implanted, the pt suffered a stroke. Immediately post procedure the pt had good strength in both upper and lower extremities. In the next hour, significant weakness in the upper and lower extremity developed, upper more than left. It is the final perception of the physician that this was a successful bilateral high-risk subocclusive stenosis of both internal carotid arteries with angioplasty and stenting.